Event description:
A medtronic ent representative reported the site was having difficulty tracking instruments while in an ent procedure. They were able to register the patient, go sterile and were able to track the shaver; they were not able to track any of the other instruments. Following troubleshooting, the surgery was completed with the use of the fusion navigation system. There was no impact on the patient outcome.

Manufacturer narrative:
Lot number unavailable at time of this report. Device manufacture date dependent on lot number, not available at this time. Software has not been evaluated as of the date of this report. No parts are expected to be returned to manufacturer. Issue could not be duplicated at the site. No further issues have been reported.